Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s experienced continuous elevated blood glucose (bg >600 mg/dl) with moderate ketones. Cause was not known. The infusion set site was change, pump and syringe boluses were delivered to address bg. As the event had occurred in the past, tandem technical support was unable to determine a cause of the elevated bg.